Event description:
A doctor alleged that during an initial surgery for tibial lengthening, the doctor noticed that the implant had extended; the implant may have had a broken component within the actuator.

Manufacturer narrative:
Pt specifics with regard to age and weight were not provided by the doctor. Complaint investigation summary: the explanted device was returned to ellipse on (B)(4) 2012. On receipt, the device was decontaminated. A visual inspection of the returned device indicated that no defects were observed on the surface of the implant and that the rod could be distracted manually. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications. Upon examination of the internal components of the device it was revealed that the weld between the lead screw drive stage and the lead screw coupler, was broken. The damage was most likely caused by excessive force being applied to the implant. These investigation results indicate that this incident may have occurred as a result of a user/technique related issue. The doctor removed the implant and completed the pt's procedure using a new precice implant, without further incident. To date, the pt is doing fine.